Manufacturer narrative:
Concomitant medical products: product ID 97755-s, serial# (B)(6), product type recharger. H3: analysis of the recharger found no anomalies were visually observed. Got a recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial:(B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the recharger was not charging up right. Patient said they would charge the controller full, but when they plugged in the recharger, the batteries would be dead. Patient also said a lot of times when charging, they would have to restart the controller 3-5 times. Patient then said they had seen rm04 a couple of times and the recharger had also gotten real hot. An email was sent to the repair department to replace the recharger.